Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in their reservoir. Customer's blood glucose was over 300 mg/dl. The customer was unable to verify the size of the air bubbles at the time of the call. The customer stated the insulin pump was not rewound with the reservoir in place. It was also found the customer had a reservoir leak. Customer did not report any damage to the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.